Manufacturer narrative:
The event occurred in (B)(6). The device was not confirmed for any defects.

Event description:
According to the local lab, after inserting the lancet and putting the cap on the softclix plus device, the lancet protudes past the end cap of the device. No adverse event reported. The device was returned.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
The event occurred in (B)(6).